Manufacturer narrative:
Evaluation of the returned 4maxc confirmed a fracture on the mid-shaft. Further evaluation revealed that the internal coil winds were unraveled, and bends were present on both sides of the fracture. If the device is forcefully retracted against resistance, damage such as a fracture may occur. The unraveled coil winds were likely incidental to the complaint and likely occurred during removal of the device from the procedure. The anatomy was reported to be very tortuous. This may have contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc), non-penumbra sheath and microcatheter. It was reported that patient had a very tortuous anatomy. During the procedure, the physician tracked the 4maxc to the clot and started aspiration. When the physician attempted to retract the 4maxc during the first pass, they experienced resistance. Upon removal of the 4maxc it was reported that it broke and the distal end of the 4maxc remained in the patient. The physician then used a snare device to remove the broken 4maxc. The procedure ended at this point. There was no report of an adverse effect to the patient.